Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working and also report that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 5.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement, sleep current measurement and self test. During visual inspection, electronics stack had moisture damage. Hardware low level failures or software low level failures noted during testing, however hardware low level failures and software low level failures insulin pump trace download due to moisture damage.